Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced skin issue and pus was squeeze out event on (B)(6) 2024. Patient received medical treatment. Patient visit emergency room and hospitalized. Insertion site was side hip. The blood glucose level was 350 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.